Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A licensed practical nurse reported that a patient presented with inflammation of the flap edge in both eyes from 8 o'clock to 4 o'clock. The previously prescribed steroids were increased. There are two medical device reports associated with this event. This report is for the left eye. Additional information states that the patient is clear of symptoms and is doing fine.